Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for more than three hours. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: the cgm history showed ¿cs206¿ cgm transmitter out of range warnings. The ¿cs206¿ warning is defined as pump and sensor/transmitter are not within 12 feet of each other.. A test transmitter was paired with the pump correctly. Blood glucose (bg) calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿cs206¿ warning or any other alarm occurred during the investigation, the ¿cs206¿ complaint could not be duplicated. The radio frequency test failed due to an ¿unlock rfkey¿ error. The pump¿s cover was removed; no intermittent condition was found to the cgm module or to the pcb animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.